Manufacturer narrative:
The double footpedal returned to us was in excess of thirteen years old. One of the footpedals in the assembly (now discontinued) had been replaced with another one of the co's footpedals and was slightly modified to perform in the double unit. The replacement footpedal used is considered acceptable. The installation and modification of this substitute footpedal is not believed to have had any affect on the reported failure. The retaining clips used to hold the footpedal cover in place broke. It appears that although the footpedal with the broken retaining clips was a replacement, the unit had undergone frequent usage amd may possibly have encountered rough treatment which caused the clips to break. The unit was thoroughly cleaned, new retaining clips installed, some worn parts replaced, and it has been returned to the customer.

Event description:
During a procedure, the lid of the footpedal became loose thus activating the footpedal at a most inappropriate time(momentarily unable to coagulate vessel.)